Event description:
The site communicated that the subject had atrial fibrillation with rapid ventricular rate on (B)(6) 2020. He was converted with amiodorone bolus and gtt. The rapid response team was initiated (B)(6)2020 due to acute onset respiratory distress. Patient was bipap placed with transfer to ICU where subject was intubated. There was a failed extubation attempt (B)(6) 2020 so patient was trached the following day (B)(6) 2020. On (B)(6) 2020 the patient went into a flutter and was given another bolus of amidorone and cardioverted on (B)(6) 2020 with return to normal sinus rhythm. The patient was off the vent on trache collar (B)(6) 2020 with trach downsized to 7 on (B)(6) 2020 when patient was transferred to kindred for rehab.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. Additional information was requested from the account; however, none was provided. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing cardiac arrhythmia. The patient was given adenosine and beta blockers without affect, retrial beta blockers, digoxin calcium channel blockers. Patient continues on amio. Additional information was requested but not provided.